Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During the procedure, the patient went into complete heart block after deployment of the valve. Temporary pacing intervention was performed followed by an implantation of a leadless permanent pacemaker immediately after the evoque procedure. The patient is in stable condition. The patient did not have any conduction disturbance prior to the procedure. No maneuvers trigger rhythm change. The final valve deployment position was annular. As per medical opinion, the perceived root cause of the event is complete heart block after deployment of the evoque valve.